Event description:
It was reported to boston scientific corporation that during preparation for a ureteroscopy procedure, there was no aiming beam coming from the flexiva 200 laser fiber. Laser energy from a 100 watt lumenis laser was being used with the fiber. The procedure was completed with another flexiva 200 laser fiber without any complications to the patient, who is reportedly "fine" post procedure. The event, as reported, does not constitute an MDR reportable malfunction; however, investigation of the returned device revealed an MDR reportable malfunction.

Manufacturer narrative:
Visual analysis of the returned fiber revealed the aiming beam was extremely weak indicating the fiber was broken within the "sub-miniature a" (sma) connector. Handling damage contributed to the event.